Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, explanted: product type catheter.

Event description:
It was reported that the patient had weakness and numbness in her right leg. A dye study, x-rays, and an MRI were done. On (B)(6) 2014, the distal segment of the catheter was removed from the intrathecal space and replaced; this resolved the issue. The proximal segment of the catheter remained. The patient status was reported as ¿alive-no injury¿. The device system was delivering morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8785, lot# n359860, implanted: (B)(6) 2014, product type: accessory. (B)(4).